Manufacturer narrative:
Product support did not confirm the complaint. No false positive or elevated tni results were observed with retain devices. Results were within manufacturing specifications. No patient sample or devices were returned by the caller for evaluation. The complaint could not be verified or determine any product deficiency. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged corelation issue with troponin (tni) with triage cardiac device. Caller ran cardiac panel w45250 and received a result of cmkb1.1 myo 94.9 and tni 0.06. He ran sample on eci and received a tni <0.01 and ckmb of <0.03. Caller than ran a second draw and received <0.05 tni, ckmb <1.0 myo 60.6. He ran the same sample on a different meter and received <0.05 tni, <1.0 ckmb, 88.7 myo. No action has been taken clinically to patient based off of results.